Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level was 490mg/dl. The customer states they had used 4 different infusion sets within the last 3 days. The customer declined to troubleshoot for the highs and the no delivery alarms. The customer requests the pump to be replaced. The customer was advised the pump would be replaced and returned for analysis.